Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred.the 100 % stenosed target lesion was located in the severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.